Event description:
Pulsar 18 peripheral stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous mid sfa. After predilatation the device was delivered to the lesion, but the stent could be released approx. 20 percent only. The trigger could not be moved anymore. Also, the secondary release did not work. The device was withdrawn, and another pulsar 18 was successfully used to complete the intervention.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.